Event description:
It was reported that during the implant of a transcatheter valve, upon the first deployment attempt, the implant depth was too deep and the valve was recaptured. Upon the second deployment attempt, the implant depth was optimal and the valve was implanted at a depth of approximately 4-5 millimeters (mm). Following the implant of the valve, there was no paravalvular leak (pvl) observed. It was noted that no pre-dilatation or post-dilatation were performed during the procedure. Following the implant procedure, the patient had difficulty speaking, and was speaking very slowly. Subsequently, a head computed tomography (CT) scan was performed that revealed a small stroke. Additional information was received that the stroke was ischemic and the symptoms presented after the implant when the patient was planned for transfer from the cath lab. The patient underwent brain catheterization to treat the stroke. Per the physician, the cause of the stroke was unknown but there were no allegations of relatedness to the valve or delivery catheter system (dcs).

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-34, lot: 0012291302, use by date: 2026-05-29, UDI: (B)(4). Updated: b2, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon the first deployment attempt, the implant depth was too deep and the valve was recaptured. Upon the second deployment attempt, the implant depth was optimal and the valve was implanted at a depth of approximately 4-5 millimeters (mm). Following the implant of the valve, there was no paravalvular leak (pvl) observed. It was noted that no pre-dilatation or post-dilatation were performed during the procedure. Following the implant procedure, the patient had difficulty speaking and was speaking very slowly. Subsequently, a head computed tomography (CT) scan was performed that revealed a small stroke.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012291302); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.